Manufacturer narrative:
The products were not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After reviewing the attached photographs, it was noted that the outback elite re-entry was kinked/ bent close to it¿s distal tip. Additional information was received and the re-entry needle protruded out of the catheter at a non-intended point. The device was removed and a non cordis cto catheter was used to complete the procedure. There was no patient injury. An attempt was made to deploy the outback several times inside the body. When the catheter was removed from the patient; it was noted that the needle was protruding. The target lesion was the right superficial femoral artery (sfa). The product was inspected prior to use and appear to be normal. The product was prepped properly according to the instruction for use (IFU) with no difficulty noted. The product was properly flushed prior to use. The device did not kinked or bent during prep or during insertion. There was no difficulty tracking the device towards the lesion. No excessive forced was used anytime during the procedure. The device is not available for analysis.

Manufacturer narrative:
After reviewing the attached photographs, it was noted that the outback elite re-entry was kinked/ bent close to its distal tip. Additional information was received and the re-entry needle protruded out of the catheter at a non-intended point. The device was removed and a non cordis cto catheter was used to complete the procedure. There was no patient injury. An attempt was made to deploy the outback several times inside the body. When the catheter was removed from the patient; it was noted that the needle was protruding through the shaft. The target lesion was the right superficial femoral artery (sfa). The product was inspected prior to use and appear to be normal. The product was prepped properly according to the instruction for use (IFU) with no difficulty noted. The product was properly flushed prior to use. The device did not kink or bent during prep or during insertion. There was no difficulty tracking the device towards the lesion. No excessive force was used anytime during the procedure.  The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17577122 was performed and it was found that no defective units were rejected during the final assembly of this lot. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.